Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the actual device was returned for evaluation. The device was visually inspected as received from the customer. It was found that the device passed visual inspection. Following test failed according to the pre-diagnostic assessment: section 70: check for sticky trigger: fail section 80: check function of device: fail section 110: check oscillation frequency with frequency meter n/a section 120: mode switch-test: n/a following failure could be identified: the device was visually and functionally assessed and, it was found that the saw blade did not move even when the motor was running. Because of this failure some test steps could not be performed. Furthermore, it was found that the trigger was not moving smoothly. When the device was disassembled it was found that the electrical ports were damaged and foreign substances and corrosion could be detected. In addition, it was found that the eccentric shaft broke inside of the guide sleeve this led to the failure of the not running device. Root cause comments: the most probable root cause for the not moving smoothly trigger can be traced to improper maintenance. The most probable root cause for the four foreign substances and corrosion can be traced to improper reprocessing. The most probable root cause for the broken rod and damaged electrical port can be traced to normal wear. The assignable root cause was determined to be due to the user and improper maintenance.

Event description:
It was reported that the battery oscillator device had an unspecified malfunction. During service and evaluation, it was determined that the device had a sticky trigger. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.